Manufacturer narrative:
510k: this report is for an unknown set-kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the customer that our instructions for sterilization are not according to (B)(6) standards. Specific points reported by customer were that the ultrasonic bath of ten (10) minutes is not standard in (B)(6). The standard ultrasonic bath time in (B)(6) is three to five (3-5) minutes. Also (B)(6) standards provided by the rki for medical devices is a two prions-effective cleaning procedure as: alkalinity of cleaning solution at least 10.5 ph (slightly alcalic), sterilization with moist heat of 134 degrees c for at least five (5) minutes. Sterilization for eighteen (18) minutes is only necessary if the instruments cannot be sterilized by a mechanical procedure. Not surgery related. No surgery or patient affected. This report is for one (1) unknown kits/sets. This is report 1 of 1 for (B)(4).